Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implanted: (B)(6) 2007; product ID d154awg implantable cardioverter defibrillator implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited intermittent capture and low p-waves at mv or less. The ra lead was dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated the distal conductor of the lead was extrinsically over-rotated, the distal conductor of the lead became extrinsically fractured due to o ver-rotation and there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.